Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex esophageal fully covered stent was implanted to treat a malignant stricture in the distal esophagus/gastroesophageal junction during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tight and the stricture was dilated prior to stent placement. During the procedure, the stent was deployed; however, it was noted via gastroscope that the proximal end of the stent was in the stomach. The stent remained implanted and the procedure was completed. The physician planned to remove the stent on (B)(6) 2022 and potentially place another stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.